Event description:
Healthcare professional reported through regulatory agency "rupture". This record is for the left side. Device was explanted.

Manufacturer narrative:
Continued: e.1. Phone number: +49()6195676634 fax number:(B)(6).

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed broken device through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases, non penetrating nicks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: b1, d9, h3, h6.

Event description:
Healthcare professional reported through regulatory agency "rupture". This record is for the left side. Device was explanted.